Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was experiencing "electrical fault" alarms. First occurrence of alarm was on (B)(6) 2013, thirteen (13) days post operation. A manufacturer representative traveled to site to perform a cleaning procedure to remove any contamination. Cleaning procedure was performed in three separate sixty (60) seconds cycles, in which the pump was off during cleaning. The controller (B)(4) was returned to the manufacturer for evaluation. Various analyses were conducted and review in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met required specifications. Visual inspection found no damage to the controller case or display however, contamination was visible in the driveline connector port. The root cause for "electrical fault" was found to be contamination within the pump driveline connector, likely due to combination of driveline connector handling and driveline/tumbling cap design. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2015-02687 and 3007042319-2015-02688) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the ventricular assist device (vad) controller had electrical fault alarms starting on (B)(6) 2013. Preliminary analysis of controller log files confirmed multiple electrical fault alarms. A manufacturer's representative assessed the device and confirmed with the hospital staff that the patient could tolerate the vad-off time associated with a driveline connector cleaning procedure. The manufacturer's representative performed a driveline connector cleaning procedure per the manufacturer's specification on (B)(6) 2013 to remove contaminants. Three driveline disconnects were performed with each disconnect lasting approximately one (1) minute. Green contamination was visible within the driveline connector and one driveline pin appeared tarnished. The controller was exchanged during the procedure. The controller was removed from service and the patient was issued a replacement device. The device were returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.